Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and an adverse event was reported. The patient stated they experienced signal loss on their phone on (B)(6) 2018 and at 2:30am on (B)(6) 2018, the patient¿s wife heard the patient drop on the floor. The patient did not wake up, was unconscious and the rescue squad was called. The patient was treated at home with a dextrose injection. Additionally, the patient stated that the dexcom receiver was alerting the patient of a low in which they were at 44 mg/dl; however, their g5 mobile application had signal loss. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.